Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4965 implantable pacing lead (B)(6) 1997; m7700e31 mechanical heart valve (B)(6) 1997. (B)(4).

Event description:
The patient reported that their implantable pulse generator (ipg) has dropped below their programmed rate. The device remains in use. No patient complications have been reported as a result of this event.